Event description:
Medwatch mw5147741 received which states: patient with chronic systolic heart fail lbbb (left bundle branch block) ef (ejection fraction) 30-35% ef underwent a biv (biventricular) ventricular defibrillator. During the procedure the distal tip of the whisper wire dislodged in the aiv (anterior interventricular vein)/high lateral trivary region. The distal tip sheared off. Multiple attempts made to snare the distal tip of the wire of different mm 4-7 and 10. Unfortunately unsuccessful without success. Small pericardial effusion noted. Subsequent to the receipt of the medwatch, it was reported that the tip remains in the patient and the pericardial effusion was small and was only monitored. The patient was hospitalized one day for monitoring and then they were stable and discharged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: medwatch report #mw5147741.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties, in addition to, the treatment and patient effects appear to be related to the operational context of the procedure. The separated portion of the wire remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9/h3: return status updated from yes to no. H6: medical device problem code 1212 was removed and 1528, 2920 were added.

Event description:
Received medwatch mw5147741 which states: patient with chronic systolic heart fail lbbb (left bundle branch block) ef (ejection fraction) 30-35% ef underwent a biv (biventricular) ventricular defibrillator. During the procedure the distal tip of the whisper wire dislodged in the aiv (anterior interventricular vein)/high lateral trivary region. The distal tip sheared off. Multiple attempts made to snare the distal tip of the wire of different mm 4-7 and 10. Unfortunately unsuccessful without success. Small pericardial effusion noted. Subsequent to the receipt of the medwatch, it was reported that the tip remains in the patient and the pericardial effusion was small and was only monitored. The patient was hospitalized one day for monitoring and then they were stable and discharged. Subsequent to the initially filed report, it was reported that there was resistance with the anatomy during advancement but more with withdrawal. The vessel was tortuous. No additional information was provided.